Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, the needle from one of the leg assemblies detached inside the patient. The detached needle was not found or retrieved. Reportedly, the physician was not concerned about this and completed the procedure with another uphold vaginal support system with no complications to the patient. The patient, who is over 18 years of age, was fine at the conclusion of the procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4)